Event description:
At the end of the procedure, after the endotracheal tube had been removed, the anesthesia person was attempting to suction secretions from the pt's mouth. He could not get any suction. The suction cannister was exchanged with a new canister. There was no suction. All the equipment was changed out. At that point, they were able to suction and to stabilize the pt. No incident report was filed by the hosp.